Event description:
The initial attorney report alleged defective/pain/medical treatment/scarring/disfigurement/permanent injury. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2005 - pt underwent preperitoneal repair of right inguinal hernia with a kugel patch. On (B)(6) 2005 - post operative office visit, satisfactory healing without sign of infection or early hernia recurrence.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the limited medical records provided by the pt's attorney there is no indication that a device failure occurred. There was no lot number included in the medical records provided; therefore, a review of the manufacturing records could not be conducted. Additionally, the medical records indicated that the mesh remains implanted. If additional event and or evaluation information is obtained, a follow up MDR will be submitted.